Event description:
The power bar on one of their portable units caught fire. No one was injured even though it was in use at the time.

Manufacturer narrative:
Follow up report 001 (ref(B)(4) ). Investigation details with reference to failure analysis report received from powervar. It was noticed that the screw that holds the nema 5-15r on the left has been removed. It looks like at one time it was there, but it has been removed completely. The input line cord shows sign of physical damage on the cord itself as it enters the plug assembly. It appears that something very hard hit the cord at that location, puncturing and damaging the protective jacket. Signs of molten metal insinuates that the plug was inserted in a live electrical outlet, creating burn marks and some molten metal due to a short between line and neutral. Disassembling the plug and dissecting the jacket in order to expose the wires, confirmed that both the neutral wire (white) and the line (black) were severed and shorted. Based on this report and further investigation at natus, defect is not internal to the powervar unit. Defect is on the powervar power cord plug to site mains at cable exit from mains connector. Investigation has moved from device to how device power cord plug is attached to site mains. The device risk to customer or patient is low to moderate based on risk analysis spreadsheet doc-101378. Risk assessment doc-010378 rev 44 identifies: hazard ID: 2.2 failure of electronic component. Initial risk: 3, low; residual risk 3; low hazard ID: 4.5 direct user contact with damaged ac power cord or ungrounded metal contacting damaged power cord. Initial risk: 33, moderate; residual risk 11; moderate.

Event description:
The power bar on one of their portable units caught fire. No one was injured even though it was in use at the time.

Manufacturer narrative:
Follow up report 002 (ref complaint (B)(4)) investigation details with reference to failure analysis report received from powervar. It was noticed that the screw that holds the nema 5-15r on the left has been removed. It looks like at one time it was there, but it has been removed completely. The input line cord shows sign of physical damage on the cord itself as it enters the plug assembly. It appears that something very hard hit the cord at that location, puncturing and damaging the protective jacket. Signs of molten metal insinuates that the plug was inserted in a live electrical outlet, creating burn marks and some molten metal due to a short between line and neutral. Disassembling the plug and dissecting the jacket in order to expose the wires, confirmed that both the neutral wire (white) and the line (black) were severed and shorted. Based on this report and further investigation at natus, defect is not internal to the powervar unit. Defect is on the powervar power cord plug to site mains at cable exit from mains connector. Investigation into how device fails has moved to how the device is used at site having failures. The root cause has not yet been identified, mitigation will be determined if root cause can be identified. (B)(6) 2021 the service technician emailed the customer for further details but received no response. (B)(6) 2021 the service technician stated no further information from the customer. (B)(6) 2021 the service technician attempted again for customer information but received no response. (B)(6) 2021 call closed in siebel. Closure rationale: complaint could not be verified, monitor for future occurrence complaint will be included in trending data for further review and investigation if needed. The device risk to customer or patient is low to moderate based on risk analysis spreadsheet doc-101378. Risk assessment doc-010378 rev 44 identifies: hazard ID: 2.2 failure of electronic component. Initial risk: 3, low, residual risk 3, low hazard ID: 4.5 direct user contact with damaged ac power cord or ungrounded metal contacting damaged power cord. Initial risk: 33, moderate, residual risk 11, moderate.

Manufacturer narrative:
Initial report (ref complaint (B)(4)). Power supply / power bar caught fire. No injuries were reported. Pictures of the damaged part were provided by the customer. Product has been requested to be returned for evaluation.

Event description:
The power bar on one of their portable units caught fire. No one was injured even though it was in use at the time.